Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported loss of power, but did observe a heavily damaged usb modem cable which was installed into the device during the reported loss of power. A damaged usb modem cable can short out the device and cause a loss of power. Physio-control recommended replacement of this cable to the customer and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported that their device lost power following a transmission of patient event data. This issue occurred towards the end of a patient event where the patient was only being monitored for reported chest pain. There was no defibrillation therapy needed. The patient did not suffer any adverse effects during the reported event.